Manufacturer narrative:
The results of the investigation are set forth in the failure investigation report attached hereto. The reported issue was replicated in the lab at syncardia. The audible alarm functioned correctly while running on dc power, and intermittently when running on ac power. The root cause of the failure mode was determined to be that relay k2 on the controller's main printed circuit board (pcb) was not functioning properly. The "normally open" contacts should close when power is applied to the relay's coil, thus completing the circuit for producing the audible alarm. Because all other circuitry was found to be operating properly, it was apparent that there was a poor connection developing within the k2 relay. Sometimes during the transition from dc power to ac power, the contacts would not fully close, and therefore, the audible alarm would not sound. Relay k2 was replaced, and the controller was tested 20 times. The audible alarm sounded each time. The controller was returned to the customer for re-installation into the css console. This failure mode poses a low risk to a patient, because the css console has a redundant, backup controller, and it does not negate the ability of the css console to perform its life-sustaining function. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
Customer reported that during a tah-t implant procedure, the beat rate of primary controller on console #1 did not increase when the beat rate was adjusted. Customer also reported that the primary controller did not alarm when it was turned on and thus, the alarm reset button was not pushed. (Not pushing the alarm reset button sends the controller into backup mode, with a permanent beat rate of 75+/- bpm.) The patient was switched to the backup controller. After the implant procedure was concluded, the patient was switched to a backup css console. There was no adverse patient impact. This alleged failure mode poses a low risk to the patient, because the css console has a redundant, backup controller, and it does not negate the ability of the css console to perform its life-sustaining functions. The primary controller was returned to syncardia for evaluation.